Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm cardiosave, intra aortic balloon pump (iabp) had pim leak. There was no patient involved.